Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was unable to be repositioned into a stable position. There was multiple unstable locations attempted, however, the lead dislodged upon delivery system removal. The lead was explanted and replaced the following day with an epicardial lead. No patient complications have been reported as a result of this event.